Manufacturer narrative:
(B)(4). Investigation result: one flexiva 200 laser fiber was returned broken, the fiber measured approximately 280.1 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 18, 2019 that a flexiva 200 laser fiber was used in a laser lithotripsy procedure in the kidneys performed on (B)(6) 2019. According to the complainant, during procedure, the fiber was inserted into the scope, when the physician tried to fire the laser, nothing happen. They pulled the fiber out of the patient and noticed it was broken in two pieces. The procedure was completed with a different device. There were no serious injury nor adverse patient effects reported as a result of this event.